Manufacturer narrative:
The root cause of the clinical observations was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in pacing impedance measurements of 500 ohms to 1358 ohms on the right ventricular (rv) channel. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.